Manufacturer narrative:
Samples were serum, run from primary cap-pierced tube and were fresh on (B)(4) 2011. No sample issues were noted. The customer indicated that qc has been acceptable throughout. Customer did not report any system errors or issues with other chemistries. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced both reagent and chemistry cartridge (cc) sample t valves, which resolved the tbil issue. The fse ran qc and passed for the cc side including tbil. The fse also replaced thirteen (13) scratched or dirty cuvettes that would not come clean, but did not appear related to the tbil issue. The fse verified performance and ran a 10 point precision study on low and high level control and both passed within specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely low total bilirubin (tbil) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. No erroneous results were reported out of the laboratory. The low results were reviewed by the operator and repeated on an alternate instrument. The samples were also retested, the following day, on the original and alternate instrument. The results were higher and reported out. Patient treatment was not affected in this event.